Event description:
Customer called to report a pod alarm. She had pod on for less than 12 hours. She woke and her bg was 425 mg/dl. She gave a bolus and it alarmed after the bolus. She reported that the cannula is kinked on the pod. She was able to activate a new pod successfully. She was able to give bolus later and bg levels returned to normal.

Manufacturer narrative:
The product will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.